Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial/lot #: (B)(4), ubd: 31-jan-2015, UDI#: (B)(4); product ID: 3 387-40, serial/lot #: (B)(4), ubd: 23-nov-2009, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the day the ins was implanted, the resident surgeon gave them a shot of lidocaine and stuck it through the wire. They knew they did it and did not mention it to the patient. The patient's friend was driving out of the parking lot when the patient started getting shocked. The patient went back in and had them take out all the wires on the left side and replace them. They mentioned this was a "horrible surgery". No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating there was several years of unsuccessful programming. The rep reprogrammed last week, which significantly increased the control of tremor and also helped with the shocking sensation. It was not resolved, but it was greatly reduced.